Event description:
Allegedly, eprd reported 7 new complications for cocr femoral headfirst revision (6 dislocations and 1 fracture). No further information was reported. This incident is capturing 6 dislocations.